Event description:
Medtronic received information from the patient that 12 days post implant of this 30mm mitral annuloplasty band, it was reported that they had an infection which required hospitalization. It was stated that they were hospitalized for 4 days and received intravenous (IV) fluids. It was also reported that the patient had pericarditis and sepsis. The patient also noted that their "left femoral artery was infected from the line from surgery" and that they had "a blood clot and the area is swollen". Subsequently, 28 days later, the patient had normal labs and blood counts, as a computed tomography (CT) scan and electrocardiogram (EKG) demonstrated no further issues. The patient has since recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.